Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated the pump dispensed insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/12/2013 with the following findings: during investigation, the pump history was reviewed and showed multiple consecutive loss of prime due to zero force warnings on 06/18/2013. The pump powered on and displayed the ¿verify¿ screen. During testing, the ez-prime steps were performed successfully. The force sensor calibration was within specification. The pump¿s cover was removed and the force sensor pins were found to be damaged. The force sensor circuit was found to have an intermittent condition with the force sensor flex pins due a cracked trace near the pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.